Event description:
It was reported that the pt was complaining of pain during infusion. The PICC was removed and a hole was found upon removal at about 39cm.

Manufacturer narrative:
The complaint was confirmed, but the exact cause is unk. A leak was found in the 5 fr powergroshong PICC. Fluid was leaking from a circumferential split that was found 3.6 inches from the distal tip of the white suture wing hub. The edges of the split were granular. A semi-circumferential crease was found 0.3" proximal to the split. It is possible that the powergroshong PICC was placed in a location that was vulnerable to kinking, which may have been a factor in the catheter split and crease; however, the exact cause of the split is unk. No defects related to the mfg process were noted on the complaint sample. A chr of lot #retk1112 showed no other similar product complaint(s) from this lot number.